Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) (B)(4) by email, alleging that the patient¿s onetouch select simple meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the patient is non-diabetic was already hospitalized with abnormal stomach pain. He indicated that at 8pm on (B)(6) 2017, the doctor tested the patient¿s blood glucose level using the subject meter and obtained an alleged inaccurately high result of ¿550 mg/dl.¿ meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. At the time, the patient was not taking any medication. The reporter stated that on the basis of the result on the subject meter, the doctor administered 10 units of ¿human regular.¿ the reporter alleged that within an hour, the patient developed symptoms of ¿sweating and dizziness.¿ he reported that the patient was immediately treated with 10 ml of IV dextrose 25 % and was back to normal after some time. He also reported that on (B)(6) 2017, a laboratory test was done around 3-4 pm providing a result of 50 mg/dl, and at 8 pm the result was 120 mg/dl. No meter test was done on (B)(6) 2017. He stated that insulin was given only twice to the patient i.e. 10 units on (B)(6) 2017 and 6 units on (B)(6) 2017. He reported that the patient was diagnosed with sciatic disease and was discharged on (B)(6) 2017 for further consultation to another doctor. The reporter documented that on the basis of the above, the doctor had concluded that the ¿meter is giving high results.¿ during troubleshooting, the csr noted that the patient¿s meter was set to the correct unit of measure. The reporter confirmed that the patient¿s test strips had been stored correctly and were within expiry date. The reporter did not have control solution to test the meter and test strips. Education was provided to the reporter. The patient¿s products were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event, after the alleged product issue began.